Event description:
It was reported that the patient experienced peritonitis, manifested by a stomach ache and lots of pain. The patient was hospitalized two days later, for the reported event. The treatment for the peritonitis was not reported. The patient was discharged from the hospital after three days and they were reported to be recovering from the reported event. Additional information was requested, but is not available at this time. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers gd894956, gd895094 and gd895268. No issues were noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient/event as (B)(4).